Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump lost power twice. She stated that pump last rebooted on (B)(6) 2011, and she has been off the pump since that time. She denied experiencing any blood glucose excursions as a result of the power loss. She stated that she changed the battery cap in an attempt to resolve the power issue. The patient confirmed that both battery caps and the battery compartment are intact. She stated there is no visible corrosion in the battery compartment. The patient declined to return the pump at the time of the call to customer support.